Event description:
It was reported the patient was hospitalized "for acute vomiting and gastric distress". A patient alert occurred due to increased lead impedances and oversensing was noted. The patient, subsequently, had surgery for a bowel obstruction and the device was checked again. The lead was functioning appropriately with stable impedances and no oversensing was noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.